Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery that is 90% stenosed. The 2.0x15mm nc trek balloon dilatation catheter (bdc) failed to cross due to anatomy. Resistance was met during removal with anatomy. Another non-abbott device was attempted to cross, but failed. No further treatment was provided. There was no adverse patient effects and no clinically significant delay. No additional information was provided.